Manufacturer narrative:
The valve was patent. It passed reflux, siphon, and leaking testing. It also met all requirements for the pressure-flow and pre-implantation testings. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Debris was noted in the interior of the valve. The instruction for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization of other debris". A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing of the device, the physician found that when the reservoir dome was pressed, the drainage was inadequate. According to the report, on releasing the reservoir dome, the flow was normal. There was no impact to the patient reported.